Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This report is for the same pt ID ((B)(6) and (B)(6)) this report concerns product ID pip-200-20p-ww (pip size 20 proximal). The consumer reported she had a pip replacement in the middle finger of the left hand in 2007 due to rheumatoid arthritis. Within a few months after surgery it became an "inverted blow shaped". It did not cause any pain at the time so it was not revised. Currently they (the pip implants) have 'slipped' and caused blood vessels to rupture. A different surgeon told the consumer that cement was used by the operating surgeon during the initial surgery. A revision surgery was scheduled for (B)(6) 2013. Additional info and x-rays were requested by integra.